Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the patient representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim therapy. It was reported that shortly after the implant, the patient had some sort of surgery to reposition something. Patient stated that the implanting physician performed the revision, and that they have not been back to see their physician since their follow-up appointment after the revision.